Event description:
It was reported that the patient experienced inappropriate therapy caused by the right ventricular (rv) lead. It was noted that the rv lead exhibited oversensing double counting, noise and high short v-v intervals. It was also noted that at least one noise episode with ventricular oversensing was observed. A lead integrity alert (lia) was triggered due to the oversensing and high and undefined pacing impedance measurement. The patient was hospitalized, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy caused by the right ventricular (rv) lead. It was noted that the rv lead exhibited oversensing double counting, noise and high short v-v intervals. It was also noted that at least one noise episode with ventricular oversensing was observed. A lead integrity alert (lia) was triggered due to the oversensing and high and undefined pacing impedance measurement. The patient was hospitalized, and the lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the rv lead was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.